Manufacturer narrative:
(B)(4). The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a concentric lesion with 25% restenosis, moderate tortuosity and heavy calcification in the mid left anterior descending artery. A 2.5 x 15 mm nc tenku balloon catheter was advanced to the target lesion and crossed; however, during the second inflation, the balloon ruptured at 14 atmospheres (atms). The device was replaced with an other unspecified balloon catheter, which was dilated without any issue. There was no adverse patient effect. There was no reported clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.